Manufacturer narrative:
A review of the last three pmr's for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to reports for product number (B)(4). A total of three (3) complaints, including this one, were reported. All three are related to this complaint. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Brand name - foley catheter. (B)(6). Combination product ¿no. Otc product ¿no. (B)(4). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. No lot number is available. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that "after operation the catheter was ready to been removed from the patient. But the balloon could not empty the water. It is not known how the catheter was removed." No patient harm was reported. No further information is available.